Event description:
Allegedly, patient was revised due to mom complications.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient has pain while walking. Cocr levels: cobalt 33.2 (less than 1.8 is n1), chrome 10.7 (less than 1.2 is n1). Additional information received 04/08/2016. Allegedly the patient was revised due to the following mom complications: pain; elevated metal ion levels. (Right).